Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 120 mg/dl. During troubleshooting, the customer reported that the insulin pump had a compromised force sensor system alarm. The customer was advised that the insulin pump would be replaced but did not return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to moisture damage on the force sensor resistor, alarmed motor error while testing the resistor and stuck in the motor error loop during bolus and basal delivery. Unable to confirm e70 error alarm due to over written history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test and occlusion test due to motor error alarms. The insulin pump passed displacement, rewind and basic occlusion tests. The insulin pump has cracked reservoir tube lip, minor scratched display window, broken belt clip slot, scratched reservoir tube window and missing the end cap sticker.